Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals deployed sideways. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2012-00406 for the related report.

Manufacturer narrative:
The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock was unlocked. The white plunger was not depressed. The tension spring assembly and seal were inside the body of the loading device. Based upon the evaluation results, the reported complaint was confirmed for failure to load rather than for the seal deploying sideways. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. Internal file number - (B)(4).